Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not known at time of filing. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the rotor alignment was calibrated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that while in the case the door was fully closed, but the pendant was stating door open. The site stated that the rotor and detector were lined up, they heard the gantry door lock and yet they would have to hold down the button much longer after hearing and seeing this for the pendant to state the door was closed. They were unable to take a confirmation spin at the end of the case. There were was no impact on patient outcome.

Manufacturer narrative:
Initial reporter received, additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the issue occurred during a cervical spine procedure. There was a 30 minute delay to the procedure.